Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a compromised force sensor alarm and button error from the insulin pump. The customer's blood glucose reading was 126 mg/dl. The customer stated that the keypad was not responding and there was a compromised force sensor system alarm that occurred afterwards. The customer stated that she disconnected the pump in pens. The customer stated that she did not touch the drive support cap. The customer was advised to revert to a backup plan.